Event description:
A caller reported a malfunction with a cracked and shattered touchscreen on their pump, rendering the touchscreen unresponsive. There was no adverse impact to the customer¿s blood glucose level; it did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support committed to replacing the pump, instructed the customer on how to put the pump into storage mode, and confirmed the shipping address and return process.